Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: cath lab tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the doctor was experiencing a "leaky valve" with the involved 6f glidesheath slender. Additional information was received on 15 apr 2022: the patient was not injured and is fine. It was confirmed that the leak was from the valve of the 6f glidesheath slender.

Manufacturer narrative:
H6: investigation findings - code 3211 is based upon the actual device not being returned for investigation; code 213 is based upon leak testing of the unopened sample. H6: investigation conclusion - code 4315 is based upon the actual device not being returned for investigation; code 67 s based upon leak testing of the unopened sample. This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One full, unopened 80-1080 glide sheath slender kit was returned for evaluation. This was not the actual complaint sample, but a product from the same lot. The sheath valve was subjected to leak testing without anything inserted in it and with the dilator inserted in it. The valve passed leak testing in both instances. The complaint cannot be confirmed for valve leakage because the complaint sample was not returned for assessment. The exact root cause could not be determined. The leak testing on the sample that were returned would indicate that this is not a lot-wide issue. Historically, valve leakages have been caused by off-center insertion of the dilator. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).